Event description:
It was reported to the manufacturer that a "subtle break" in the patient's lead was observed on chest x-rays taken of the patient's device. It was indicated that the lead break is possibly a result of patient manipulation or trauma. No recent device diagnostic results were available to confirm proper device function. The patient is scheduled for replacement surgery.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.